Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an in.pact pacific pta balloon to treat a moderately calcified fibrous 40mm lesion in the brachial artery. The artery had little tortuosity and was 7mm in diameter with 40% stenosis. The device was prepped with no issues identified. The vessel was not pre-dilated. No difficulty was encountered advancing the device. The balloon was first inflated for 30 seconds. On the second inflation the balloon burst during inflation to 12 atm for 60 seconds. Medtronic inflation device was used inflate the balloon as per IFU. The balloon material remained intact. No patient injury was reported. Please note that this device in.pact pacific pta balloon catheter is not marketed in the united states; however, the device is deemed the same as the united states marketed device in.pact admiral pta balloon catheter.